Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2026. According to the reporter, on (B)(6) 2026 at 06:30 am, the patient experienced shaking while the cgm reading was high and the blood glucose reading was 1.2 mmol/l. The reporter called their doctor and was advised to treat the patient with a glucagon injection. The parent treated the patient with a total of 3 glucagon injections. After the treatment the cgm reading was high, and the blood glucose reading was 2.5 mmol/l. The sensor was changed and when a fingerstick was taken at 08:00 am, the newly inserted sensor showed a cgm reading of 3.9 mmol/l, and the blood glucose reading was 4.4 mmol/l. No further medication was reported, and the patient did not go to the hospital. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the e zone of the parkes error grid. No additional patient or event information is available.